Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that one leading haptic amputated (broken) by the time the intraocular lens was inside the patient's eye. The surgeon had to cut the lens in half and exchange it. No further information was provided.

Manufacturer narrative:
In follow-up, it was confirmed that there was no patient injury and the surgeon has been retrained. Additionally, the nurse confirmed that they do not have the product and it was an issue with the surgeon learning to use the product. No patient issues were involved. No further information was provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: visual inspection was not performed as complaint device was not returned for analysis. A manufacturing record review could not be conducted a serial number was not provided. A review of the reported information and manufacturing process did not identify an assignable cause. The direction for use (dfu) was reviewed and adequately provides instructions on proper device usage of the intraocular lenses. Based on the investigation, there is no indication of a product quality deficiency and the reported complaint was not verified or confirmed. All pertinent information available to abbott medical optics has been submitted.